Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the left subclavian tav procedure in the aortic position, the commander delivery system was unable to be advanced due to the kink on the 16f sheath and after removal of the delivery system, the distal tip was observed to be separated. The patient was also sustained a left subclavian dissection. A second commander delivery system was prepped but would also not advance through the sheath. Upon insertion of commander delivery system with 29 sapien 3 valve via subclavian approach, it was noted under fluro that there was a kink in the sheath (distal to the left vertebral and proximal to the lima). It was determined to advance the commander the delivery system, even in light of the kink in the sheath. The system was unable to be advanced forward beyond the kink with backwards traction on the sheath and forward push on the delivery system. It was decided to remove the entire system (sheath and delivery system) as one unit. No surgical intervention was required. A 14 fr cook sheath was advanced into the arterioratomy of the left subclavian artery for hemostasis. Upon inspection of the delivery system after removal out of the esheath it was noticed that the distal tip of the delivery system was separated. It was unknown if the distal separation occurred while in the patient. It was then decided to do an angiogram the left subclavian artery. It was noted that there was a left subclavian dissection (proximal to the left vertebral artery extending distally into the left subclavian artery). It was determined that the patient remain hemodynamically stable and no further intervention was required at that time. It was decided to change to a different alternative access approach. A right mini thoracotomy was performed (tao). The valve was aligned and deployed which resulted in trace pvl. All devices were removed. The patient was closed and remained intubated. The patient was alive and hemodynamically stable at the conclusion of the case.

Manufacturer narrative:
Due to the device and/or applicable imagery (related to the reported event) not being returned for evaluation, the complaint of ¿distal tip, nose tip¿ was unable to be confirmed and it cannot be determined whether a manufacturing non-conformance has contributed to the reported event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause for the artery injury sustained by the patient is unknown but may be related to procedure factors and/or device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.